Event description:
Doctor obtained blood glucose as 60 mg/dl and 80 mg/dl on suspect device. Patient passed out and taken to ER. Blood glucose reading 23 mg/dl in ER. Patient was treated with 3 amps of d50 and was discharged the next day.